Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 154 mg/dl and the sensor glucose was 100 mg/dl at the time of the incident. At 5 pm blood glucose was 175 mg/dl and the sensor glucose was 60 mg/dl. At 9 pm the customer calibrated, blood glucose was 202 mg/dl and the sensor glucose was 206 mg/dl then went down to 166 mg/dl and blood glucose was 185 mg/dl. Few minutes later the customer¿s blood glucose was 152 mg/dl and the sensor glucose was 400 mg/dl. The customer stated that they had calibration error. The customer¿s current blood glucose was 122 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test (B)(4). Sensor failed per specifications due to high readings. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.